Event description:
The customer contact reported a leak. It was reported that unspecified volumes of solution leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filed with unspecified volumes of hydromorphone when solution leaked at the luer lock portion of the injector of the vials. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.